Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. The customer reported that her husband swallowed a washer and coughed it back up. Multiple attempts were made to reach the customer via telephone unsuccessfully. In addition, it was determined that the investigated product is listed among the implicated lots for a nationwide recall initiated by the MFR health and life col, ltd., in (B)(4) 2013. The (B)(4) recall ((B)(4)) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).

Manufacturer narrative:
Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively. The root cause of this complaint cannot be identified, since the device was not returned.